Manufacturer narrative:
Patient involvement in the reported event is unknown. Date of device breakage is unknown; however, the issue was discovered on (B)(6) 2016. (B)(4). Device is an instrument and is not implanted or explanted. It is unknown if the device will be returned for evaluation. At this time, the device cannot be located within the facility¿s central sterilization department. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a milling bit has broken. The circumstances surrounding the breakage, including patient and procedural involvement, are unknown at this time. This report is 1 of 1 for (B)(4).